Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6 h11. No devices were received; therefore the condition of the components is unknown. Visual inspection of the photograph provided for reported device found that the surface exhibits damage and there are markings made by marker on the device. No further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. The articular surface is compatible with the tibial tray. A definitive root cause cannot be determined. Complaint is confirmed via evaluation of the photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee replacement surgery, the surgeon was unable to insert the articular surface. A new insert was opened and inserted successfully. After the surgery, the orthopedic team visually analyzed the defective piece and there appears to be an anomaly in the sliding/interlocking lane on the device. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.